Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis and acute cholecystitis. The blood glucose reading was 330 mg/dl. The customer was wearing the insulin pump at the time of the event. She reported that the blood glucose had been stable after the gall bladder was drained and declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.